Event description:
Patient implanted with lifesite hemodialysis access system in 2000. Pocket area became infected and was treated by incision and drainage. Antibiotics were also administered. Sutures were used to close the incision and they were left for an extended period of time. New localized infection developed on the sutured area and skin erosion developed over the valve. Valve was explanted and re-implanted at a new site.